Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that "sensor displays reading for couple of seconds then goes off without error message". No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspections upon receiving indicated green corrosion/residue at the m15 connectors. During evaluation, the sensor failed software analysis due to corrupted sensor life, but passed continuity testing with no short or open detected; however, a ¿replace sensor" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. (B)(6). A service history record review reveals that this lot was in the field for over nine (9) months with no previous reported issues prior to this reported event. (Lot #) updated from k6jee to k16jee. (Report source) updated from "health professional" to "foreign, user facility and health professional".